Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis one day post lasik bilaterally. Patient had no complaints. Topical steroid drop dosage was increased. Patient was suppose to return to clinic in three days but returned one month later. Issue was resolved approximately one month post-operatively. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.